Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: trinity health center west surgical associates. (B)(6), md, facs. Office visit. Previous colectomy through midline incision, previous cholecystectomy through old subcostal open incisions. At junction of these incisions in upper midline, appears to be incisional hernia. Repair in near future. On (B)(6) 2009: (B)(6) hospitals. [Illegible signature]. History and physical. [Some illegible handwriting]. Diagnosis: incisional hernia. Past medical history: obesity. Plan: repair hernia. On (B)(6) 2009: [date discrepancy, per operative records date 10/08/09]. (B)(6) hospitals. Post-op notes. [Some illegible handwriting]. Procedure: incisional hernia repair. Est. Blood loss: 10ml. Implant sticker: bard® composix® kugel® hernia patch. On (B)(6) 2009: [date discrepancy, operative records dated 10/08/09]. (B)(6) hospitals. (B)(6), md. Surgical pathology report. Accession number: sp-09-07236. Specimen source: hernia sac and scar. Clinical information: incisional hernia. Gross description: received in formalin and labeled as hernia sac and scar, are two pieces of pinkish tan and adipose tissue without orientation measuring 4 cm in aggregate. No focal lesion is grossly identified. Representative tissue is submitted in one cassette. Microscopic: performed. Diagnosis: incisional hernia, repair: benign fibroconnective and adipose tissue. On (B)(6) 2009: (B)(6) hospitals. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia after previous colectomy and cholecystectomy. Postoperative diagnosis: incisional hernia after previous colectomy and cholecystectomy. Procedure: repair of the hernia by enlarging 2 or 3 small hernias into 1 and closing them and fixing them with a kugel patch. Indication: deanna is a very pleasant 56-year-old lady who comes in with a problem with an incisional hernia that presented as sort of a hernia just caudad to the intersection of 2 old incisions. One of these was a fairly recent colectomy incision about a year old, the other was a much older cholecystectomy incision. She was brought in for repair because of increasing pain in the area. Description of procedure: ¿the patient was brought the operating room and placed in the supine position on the table. Satisfactory anesthetic was begun. Foley and foot pumps were placed. She then had the old midline incision opened up. I dissected this down and immediately found that she had some omentum coming through a hernia in this area. I freed up that and initially thought we could close this primarily, however, before doing that I palpated the rest of the midline incision and discovered 2 less obvious hernias more caudad yet. I therefore extended the incision and dissected out these hernias. At that point it was quite clear that trying to close these primarily would cause quite a bit of tension and probably lead to recurrence. For that reason, after we had everything freed up and dissected out I was able to bring a 7 cm diameter kugel patch into the field. I was able then to close the lower portion of this hernia or incision with #1 prolene but then the upper 2/3 of it were closed with the kugel patch incorporated into the closure. This was done with a running mattress suture around the outside of it and then a simple stitch over or superficial to that. These were done using 0 prolene sutures. Care was taken to make sure that the smooth or softer side of the patch was toward the omentum and the gut and the part of the patch with the prolene mesh incorporated into it was facing upward and also that the mesh was incorporated in the suture so as not to pull through the edges. Once this was accomplished the closure appeared to be very good, tension free, and overall without any undue tension. We then irrigated the entire area with a zinacef containing solution and placed a jackson-pratt drain superficial to the patch and brought out through a separate stab wound. I then closed the subcutaneous tissue with a running 0 vicryl and the skin with staples. Sterile dressing was applied. Blood loss was less than 50 ml. She tolerated it well and returned to the ward in good condition.¿ 10/09/09: (B)(6) hospitals. (B)(6), md. Discharge summary. Somewhat overweight and previous colectomy as well subcostal incision type cholecystectomy and developed hernia at the junction of these 2 incisions. Discharged home to be followed in office as outpatient. Final diagnosis: incisional ventral hernia, status post repair. On (B)(6) 2009: trinity health center west surgical associates. (B)(6), md, facs. Office visit. Doing well. Cautioned about lifting. On (B)(6) 2009: trinity health center west surgical associates. (B)(6), md, facs. Office visit. Wound completely healed. No sign of hernia. Staples out today. Cautioned about lifting for another full month. ??/??/??: [missing records: records for cat scan revealing ¿hernia coming out to ht eleft of the old patch¿ were not provided.] On (B)(6) 2010: (B)(6) hospitals. (B)(6), md. History and physical. Recurrent incisional hernia. Back in october had hernia repair, which consisted of defect at the junction of an old midline and subcostal incision. We used a patch at the time and everything seemed fine until about month ago. Moderately obese, there is lot of tension, and cat scan revealed recurrent hernia coming out to the left of the old patch, probably in one area were some sutures were somehow or other simply pulled apart, probably through the fascia leaving an opening that now has developed into a hernia. Brought in now for repair. Complaining of lot of pain. Abdomen: obese. Tenderness to left of old incisions, I think hernia is coming out to left, does look like on cat scan. Impression: recurrent incisional hernia in spite of using patch to repair original one. On (B)(6) 2010: (B)(6) hospitals. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: repair. Indications: deanna is a 56-year-old who comes in with a problem with a recurrent hernia. Previously she had a cholecystectomy and midline incision for colectomy and developed a hernia at the junction of the two. We fixed this last year with a large patch in the upper abdomen, but it recurred I thought to the left of this. She was brought in for repair. Procedure: ¿the patient was brought to the operating room and placed in the supine position on the table. Satisfactory anesthetic was begun. Foley and foot pumps were placed, and she was prepped and draped in a sterile field. A midline incision was made and carried down into the hernia sac. We were able to slowly, but surely dissect away any adhesions and reduce everything back in to the peritoneal cavity. What we found was that the midline had basically come apart caudad to the patch. It appeared the patch itself was fine. Slowly, but surely, we freed up any adhesions and got good fascial edges. At that point, even though it did not appear there was any undue tension, I thought we should place a patch. A patch of 2-layer gore-tex was brought into the field and placed appropriately. The exact serial number, etc., can be seen in the progress note in the chart. This was held in place with a running suture of 0 prolene passed around the edge of the fascia and sewing it to this patch. We used a very small needle on an 0-prolene suture so as not to make too big of a hole in the gore-tex patch. This was tolerated without problems and basically, when we were done, there was absolutely no tension on the area. I evaluated the incision just below this area and I could not detect any sign of a hernia. At first I thought there might have been a hernia just cephalad to the edge of the fascia we had repaired, but on closer inspection it appeared it was okay. This was just above the umbilicus. This completed the procedure. We irrigated out the area with zinacef and placed a 10-mm jackson-pratt drain. The subcutaneous tissue was closed with 0 vicryl, the skin with staples, and the drain was held in place with 0 silk. Sterile dressings were applied. The patient returned to the ward in satisfactory condition. Blood loss less than 10 ml. Sponge, needle and instrument counts were correct.¿ on (B)(6) 2010: (B)(6)hospitals. Post-op notes. Implant record. [Handwritten]. Gore dual mesh 8 cm x 12 cm x 1 cm. 1dlmcp02. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp02/ni) was implanted during the procedure. On (B)(6) 2010: trinity health center west surgical associates. (B)(6), md, facs. Office visit. Half staples are out today, everything looks very good. See back in about 10 days. On (B)(6) 2010: trinity health center west surgical associates. (B)(6), md, facs. Office visit. Rest of staples out. Cautioned about lifting. On (B)(6) 2010: [missing records: records from (B)(6) hospital were not provided.] On (B)(6) 2010: [ni]. (B)(6), md. History and physical. Admitted for questionable partial bowel obstruction versus gastroenteritis. Presented to (B)(6) hospital june 13, 2010 with severe pain. Xray appeared to show dilated loop of small bowel. Distended for about 3 to 4 days. Some vomiting. Abdomen: distended, fairly tender around upper portion of old midline incision and about level of herniorrhaphy. Impression: abdominal pain with nausea and vomiting. X-rays show one loop of small bowel may or may not be obstructed. Plan: admitted, hydrated, observed. Has a ton of stool in colon. On (B)(6) 2010: [ni]. (B)(6), md. Radiology- xr abdomen complete. Impression: no free gas or evidence of bowel obstruction. On (B)(6) 2010: trinity health center west surgical associates. (B)(6), md, facs. Office visit. Now below umbilicus on left side caudad to old incision may be another hernia developing. Has fairly classic example of abdominal wall that is just coming apart. Encouraged to avoid any constipation. Stay on low-residue diet because I think she has adhesions that cause trouble with small bowel. On (B)(6) 2010: trinity health center west surgical associates. (B)(6), md, facs. Office visit. With now a different hernia in old midline incision. This one is coming out more caudad to where other one was. Getting to be very frustrating. This hernia is not symptomatic as long as she wears of a semi-supporting garment over it. I think we can leave the hernia alone. Chance of incarceration very, very small. On (B)(6) 2011: [ni]. (B)(6), md, facs. Office visit. Increasing complaints with hernia. I do not guess there is any option now but going ahead and fixing it. It is obviously going to require big patch of some kind. On (B)(6) 2011: (B)(6) hospitals. [Illegible signature]. History and physical. Diagnosis: incisional hernia. Abdomen: soft tender to palpation entire mid abdomen. Plan: incisional hernia repair. On (B)(6) 2011: [missing records: operative report for ¿incisional hernia repair was not provided.] On (B)(6) 2011: (B)(6) hospitals. [Illegible signature]. Post-op notes. Procedure: abdominal incisional hernia repair. Specimens removed: n/a. Est. Blood loss: 10ml. On (B)(6) 2011: [ni]. (B)(6), md, facs. Office visit. Everything looks good. Will see back in a week to take staples out. On (B)(6) 2011: [ni]. (B)(6), md, facs. Office visit. Came in to get staples out. Will be seen on as needed basis. On (B)(6) 2012: trinity. Frank e. Shipley, md, facs. Office visit. Placed fairly large patch to repair last hernia, now complaining of pain on ___ [sic] side of midline, about 10 cm lateral to the midline. I cannot feel a defect any place in this area. Probably not a hernia. Get cat scan of abdomen and pelvis, with particular attention to abdominal wall. On (B)(6) 2012: [missing records: records for cat scan of abdomen were not provided.] On (B)(6) 2012: trinity. (B)(6), md. Office visit. Abdominal pain and hernia. Multiple abdominal surgeries in past with previous mesh implantations for a ventral hernia. Referred to me from dr. Shipley. Multiple large ventral hernias. Inguinal pain, occasional nausea, and swelling, as well from this hernia. Has gained some weight over years. Abdomen: soft. Midline scar tissue. On valsalva maneuver, I could feel hernia defect around umbilicus. It is fairly large. CT/pet scan reviewed from last year does have multiple large ventral hernias. Assessment: recurrent large ventral hernia. Tobacco dependency. Plan: recurrent ventral hernia may be causing abdominal discomfort and pain. Think would benefit from surgical intervention. Hernia surface very large. There are a lot of loops of bowel inside. Propose the patient ___ [sic] an open hernia repair rather than laparoscopic technique. Does have some pulmonary issues, heavy tobacco dependent. On (B)(6) 2012: trinity. Lane m. Lee, do, facos. Office visit. Presents for 2nd opinion regarding abdominal wall hernia. Has had 3 surgeries on abdominal wall. One of recent ones involves a mesh, and this has torn away, has large, painful mass which is visibly obvious and is seen also on a cat scan, which stems from below xiphoid to below umbilicus the width of her palm. Abdomen: soft, protuberant. Palpable mass sitting below xiphoid, mostly in midline and below umbilicus. Not necessarily reducible. CT scan evaluated. Assessment: recurrent ventral incisional hernia x 4. Recommendation: open repair with only mesh. Discussed doing this laparoscopically and how this would be poor option for her and that the hernia has a piece of torn away mesh and involves the bowel. If she wants to have it as day surgery, which is her hope, best option is not laparoscopic. Staying out of abdomen and placing onlay mesh will mean a larger skin wound, but will be best durable approach with less risk to intestines. On (B)(6) 2012: (B)(6) hospitals. Lane m. Lee, do, facos. Operative report. Preoperative diagnosis: recurrent ventral hernia with dehisced mesh. Postoperative diagnosis: recurrent ventral hernia with dehisced mesh. Small bowel adhesions to the mesh. Procedure: repair of ventral incisional hernia recurrent with mesh. Remote removal of old mesh with lysis of adhesions from the small bowel. Findings: the piece of mesh seemed to be a piece of gore-tex mesh. Unfortunately there were dense adhesions of the small bowel to and it torn away from its lateral attachments, was free floating over the bowel. This was separated from the hernia sac and from the small bowel with sharp dissection. The hernia sac itself was excised as well and was removed. The small bowel other than adhesions was unremarkable. The liver had some adhesions to it as well as the stomach and colon, and these too were freed up. There was good hemostasis. Technique: ¿after informed consent she was brought to the operative suite, placed supine, given anesthetic, steriley [sic] prepped and draped. The old scar from the xiphoid to the umbilicus was removed. The hernia sac was skeletonized off the edges of the muscle. The gore-tex mesh was part of this. After freeing this up I was then able to everted it and then take the small bowel, liver, stomach and colon adhesions off with sharp dissection. Once this was accomplished this removed the old mesh, and hernia sac itself. The muscle edges would not reach, and because of her obesity and the gap I placed a new piece of mesh and I used a piece of proceed mesh. This was sewn in place with a running 0 pds, superiorly and inferiorly with overlapped edges on the corners. Once this was the finished, sponge count and instrument counts were obtained because the abdomen at that point was closed. Counts were correct at which time because of the paucity of fat an 0 subcutaneous tissue suture was placed instead of the horizontal mattress of nylon on the skin and skin sealant. She received 2 grams of IV antibiotics in the form of ancef preoperatively. She tolerated this well and went to recovery in stable condition.¿ on (B)(6) 2012: (B)(6) hospitals. [Illegible signature]. Post-op notes. Surgeon: lee. Post-op diagnosis: ventral hernia recurrent. Findings: dehisced goretex mesh with small bowel adhesions. Procedure: removal of mesh. Repair recurrent ventral hernia with mesh. Specimens removed: old mesh plus hernia sac. Est. Blood loss: 50 ml. Implant sticker: proceed. On (B)(6) 2012: (B)(6) hospitals. (B)(6) md. Surgical pathology report. Accession number: sp-12-05661. Specimen source: old mesh and hernia sac. Clinical information: recurrent ventral incisional hernia. Date/time fixative added: 07/26/12 11:58:00. Type of fixative added: formalin. Gross description: labeled as old mesh and hernia sac, are 442 grams of miscellaneous fatty tissue pieces and membranous tissue with some skin present. Specimen aggregates to 19 x16 x 5.0 cm. Representative sections are submitted in one cassette. Microscopic: performed. Diagnosis: ventral hernia repair: hernia sac and contents including mesh material. On (B)(6) 2012: (B)(6) hospitals. (B)(6), md. Emergency room visit. History of present illness: had ventral wall hernia with dehisced mesh repaired on 07/26/12. Began feeling bloated today and had some tenderness around area of incision. It began draining. Had copious amounts of dark drainage from lower aspect of abdominal wall incision. Initially seen in rolla and felt to have either draining abscess or possible fistula, sent here for further evaluation. Abdomen: somewhat distended. Some fluctuance around the area of incision. Also some drainage to incision at lower aspect. Mild erythema and generalized tenderness. Plan: could be abscess which is draining or fistula or infection. White count of 12.7. CT has been completed. Has large fluid collection subcutaneously extending down to peritoneal wall. Very large fluid collection. Has some air-fluid levels in it. Most likely represents either abscess or possibly seroma. Either way, due to size of this and fact it is draining, it will need to be opened. It has some air-fluid levels makes it somewhat suspicious as infectious process. Talked to dr. Jun. Will be admitted to his service. Diagnoses: abdominal wall fluid mass, possible abscess versus seroma. Status post open abdominal wall hernia repair by dr. Lee. On (B)(6) 2012: (B)(6) hospitals. (B)(6), md. Radiology- CT abdomen/pelvis. Findings: large fluid collection measuring 21.7 x 9.1 x 22.2 cm. Few foci of air within this collection. Consistent with abscess. Collection is just beneath the skin. Impression: abscess in subcutaneous fat of anterior abdominal and pelvic wall. Abscess does not extend into intraperitoneal space. On (B)(6) 2012: [date assigned]. (B)(6) hospitals. (B)(6), md. History and physical. Chief complaint: chills and noted wound draining with dark fluids. Abdomen: some distension, cellulitis with inferior margin of wound draining fluids. Impression: post op wound infection. Possibly large seroma, early abscess. Plan: gas bubble in cavity concerning, will open up incision and clean up. On (B)(6) 2012: [missing records: operative report for ¿incision and drainage for post-op abscess/seroma¿ was not provided.] On (B)(6) 2012: (B)(6) hospitals. [Illegible signature]. Post-op notes. [Some illegible handwriting]. Procedure: incision and drainage for post op abscess/seroma. On (B)(6) 2012: (B)(6) hospitals. Wound consult. Place wound vac to abdominal wound. Measures approx. 11 cm x 9 cm x 2 cm with mesh to wound base. On (B)(6) 2012: trinity. (B)(6), md. Office visit. Followup wound issues. Had wound infection requiring wound management with drainage of early abscess, wound vac placed. Has worn wound vac about 2 weeks. Abdomen: midline wound has shrunk size significantly. Has granulation tissue over wound vac. Undermined area has some undrained serous fluid collections. Impression: postoperative wound infection. Plan: continue wound vac applications. Black foam needs to go further down, deep to undermine area. On (B)(6) 2012: [ni]. Wound consult. Mepitel applied to base of wound which is mesh, one piece of white sponge cut to fit 3 cm of undermining from 4-8 o¿clock. Wound measures approx. 12 cm x 7 cm x 1.5 cm. On (B)(6) 2012: trinity. (B)(6), md. Office visit. Postop wound complications with infections. This was I and d¿d [incision and drainage]. On wet-to-dry dressing on partially open wounds. Abdomen: open wound diminished in size, open wound is about 10 x 15 cm. Mesh is still kind of exposed, but looks clean, dry. There is some granulation tissue on mesh. Plan: continue wound vac applications on open wounds. On (B)(6) 2012: trinity. (B)(6), md. Office visit. Followup wound vac. Draining quite a bit of fluid. Examination: wound remains about same as last time, slowly granulating, quite a bit of ways to go to get wound healed. Impression: chronic nonhealing wound from multiple abdominal surgeries. Plan: outpatient split-thickness skin graft placement. On (B)(6) 2012: [admit date]. Trinity. (B)(6), [md]. History and physical. Chief complaint: open wound on abdomen. History of presenting illness: had postop wound infection and since had wound vac applied to mid-abdomen, wound not granulating well, will place skin graft on granulation tissue on proceed mesh. Abdomen: open wound about 20 cm by 15 cm. Plan: split thickness skin graft to open wounds, will apply wound vac on top. On (B)(6) 2012: (B)(6) hospitals. (B)(6), md. History and physical. Chief complaint: open wound on abdomen. History of presenting illness: large ventral hernia repair done some months ago, had post op wound infection and since then had wound vac applied to mid-abdomen, applied split thickness skin graft and it did not take well, will try to close this wound primarily. Still smokes daily and explained to her that one of the reason that skin graft did not well is that of smoking issues, I did strongly advised needs to work on this I could not guarantee if this procedure will be successful without any infection if continues to smoke. Impression: post-op wound infection, resolved. Chronic nonhealing wound to mid abdomen. Failed skin grafting. Plan: delayed primary closure of abdominal wound 12/20/12. On (B)(6) 2012: (B)(6) hospitals. (B)(6), md. Operative report. Preoperative diagnoses: chronic nonhealing wound with previous ventral hernia repair with postop wound infection. Open abdominal wall wound. Postoperative diagnosis: procedure: abdominal wall closure. Anesthesia: general. Fluids: see anesthesia report. Estimated blood loss: minimal. Complications: none. Drains: two jp drains placed above the fascia. Indication for surgery: ms. Demontigny is a very pleasant 59-year-old woman who had postop wound complication with a large ventral hernia repair that was done with mesh implantation. The wound was opened. The infection was managed with chronic wound vac applications; however, the wound was not really closing over the mesh area and somehow the mesh was not granulating well. We tried skin graft, and skin graft failed for this area, so at this point I am closing this wound with delayed primary closure. The patient was discussed this type of surgery, explained the details about it, risks, benefits, and complications about wound recurrence of infection, etc. The patient was discussed she is going to need also jp drains placed as well as part of the procedure, and she understood this. Description of procedure: ¿the patient was brought into the or, placed comfortably in the supine position. General anesthesia was initiated and endotracheal tube was placed without problems. The abdomen was prepped in the usual sterile technique using duraprep. Or towels and drapes were placed in the usual fashion. The patient had the mesh that was exposed that had some granulation tissue from the previous skin graft. The skin graft patches were removed carefully. Then the wound edges were undermined, lifting the subcutaneous with fat tissue from the fascia level. I had undermined all the way lateral to about 20-cm for each side of both flanks to undermine and bring both edges of the skin tissue together. Once this was done, I was able to bring the skin edges together without any problems or tension. The subcutaneous tissue was closed/ reapproximated with 3-0 vicryl sutures and the skin was closed with a stapling device. I left 2 jp drains over the mesh using #7 jp drains. These 2 jp drains were brought out different stab incisions on both sides of the flanks. Then the patient was appropriately dressed and the 2 jp drains were secured with 3-0 nylon sutures. At the end of the case, all the sponge counts, needle counts, and instrument counts were correct. The patient was awakened, extubated in the or, and transferred to the recovery area in stable condition.¿ on (B)(6) 2014: direct radiology. Sinclair cottingham, md. Radiology-CT abdomen/pelvis. Findings: focus of rounded density in paracolic gutter on left. May represent area of fibrosis and scarring alternatively may represent focus of mesenteric ischemia, infarction, appendicitis epiploica. Bowel appears within limits of normal. There is hernia of midline anterior abdominal wall. This large defect along the linea alba in midline measuring 17 cm transversely with herniation of bowel and mesentery into herniation pouch and subcutaneous soft tissues measuring 26.5 x 7 cm in transverse and ap dimensions. Impression: no acute abdominal abnormality. Small focus of paracolic mesenteric density on left in mid abdominal region. Anterior abdominal wall midline hernia with herniation of bowel and mesentery without evidence for incarceration, strangulation or obstruction. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unknown. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2010, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel adhesed to mesh, mesh dehisced, mesh removal, additional surgery. Additional event specific information was not provided.